Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, it was determined that the patient line was not properly primed prior to the patient connecting themselves for therapy. The power was cycled to clear the alarm and the caregiver planned to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should the device be returned or additional relevant information become available, a supplemental report will be submitted.